Event description:
It was reported that the patient experienced a csf leak during a lead revision procedure. Patient was unable to feel any therapy during post op programming. Reportedly, at the pot op follow-up appointment the patient has adequate therapy, and everything is working well.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.